Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant is unknown. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with a plate on an unspecified date for a calcaneus fracture. Reportedly the plate broke in situ. No further information was provided. Additional information has been requested. This is report 1 of 1 for complaint #(B)(4).